Event description:
Litigation papers allege: on (B)(6) 2008, pt was implanted with a pinnacle hip on his right side. Shortly after surgery, pt began experiencing pain and tenderness in his right hip and groin. This pain and tenderness has not gone away. Pt will likely be forced to undergo revision surgery.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigations closed at this time. Should the product or additional info to be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation.

Manufacturer narrative:
Previous examination of product showed root cause is attributed to off-label use. Device history records and sterilization certifications have been previously reviewed for all associated products. Review of the records did not reveal any related manufacturing deviations or anomalies. Although this and the previous investigation could draw no conclusions regarding the reported event, the root cause is attributed to off-label use. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.